Event description:
Pt reportedly was displaying symptoms associated with implant rejection or allergic reaction. Pt was experiencing redness and swelling in the area of the implant. After many attempts to curb the symptoms, the physician decided to explant the scs system.